Manufacturer narrative:
(B)(4). The sample was received by baxter for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the sample identified a tiny particle inside the bag, confirming the reported condition. The cause of the particle could not be determined. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag had particles inside of the bag. The process step, during which this was found, is unknown. There was no patient involvement reported. Additional information was requested and is not available.